Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was displaying the carefusion logo and the screen was nonresponsive. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a application failure. A technical support specialist dialed into the station, logged off as carefusion admin, and logged in as carefusion admin. The specialist proceeded to the knowledge article station boots to blue screen app does not auto launch for troubleshooting and checked the carefusion admin folder permissions. A tss rebooted the station, and the test login was successful. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.